Event description:
Covidien received a report which alleged unit did not provide a clear audio tone at high volume, which cause customer unable to recognize the alarm.

Manufacturer narrative:
The customer declined to return device for evaluation. The service history were reviewed and there were no similar complaints or services performed for this device. Technical support identified speaker issue as component aged that cause audible tone not being clear when turn up volume and is difficult for audible.